Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a trans-septal tmvr procedure with a 26mm sapien 3 ultra valve a preexisting surgical valve, the patient's pressure dropped after waking up from anesthesia. Echo report showed a pericardial effusion, and pericardiocentesis was performed, but was unsuccessful. Due to the patient being high risk, it was decided to stop the additional maneuvers, and the patient passed away in the operating room. The perceived root cause of the pericardial effusion was not clear, but it was thought that during deployment, as there were heavy calcifications in the posterior mitral apparatus, the strut of the surgical valve may have move the calcium into the left ventricle wall causing a perforation. The second hypothesis is that the pericardial effusion was caused by the wire. There was no allegation that any edwards device malfunctioned.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient condition (heavy mitral calcification and preexisting valve) or procedural factors (use of wire) may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.